Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the user mentioned ¿impedance out of range.¿ it was noted that they had decreased amplitude and ¿it usually assists in resolving the issue.¿ additional information received from a manufacturer representative on (B)(6) 2019 reported that the out of range impedance was noted on a handset. The cause was not determined, but it was resolved by decreasing amplitude and repeating the test. The issue was noted to be resolved and there were no patient complications reported as a result of this event. Further follow up information received from the manufacturer¿s representative on (B)(6) 2019 clarified that the out of range impedances were of a low type. There were no further complications reported or anticipated.